Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A track wise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Patient or user involvement: no. Patient or user harm: no. Case description: biomed has an 8110 module failing plunger force accuracy test. Test saying that the barrel clamp is not switching from open to close. Sn: (B)(4). Case resolution: recommended to send unit in for warranty repair. Emailed biomed link to repair portal. Biomed will send in module for repair.